Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , "confirmed failed volume test with value 21. 24 ml (te: 28a)" was not reproduced. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The device was sent for flow rate accuracy testing and delivered at 21.560 with (B)(4) as error percentage. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel . The pressure plate travel setup will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume test at 21.24 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.